Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted and gpos was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system continued to fluoro after foot switch was released during a case. The procedure was completed with another system. No patient injury was reported.